Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 310029 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. 3907384 02-010-01-0250 - logic femoral ps cem left sz 5. 4486018 200-02-41 - three peg patella 41mm. 5151752 201-78-89 - 3" drill bit, mod. Hex 2 pack. 5354902 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 5390593 201-78-81 - 3" trocar, mod. Hex 2pk. Ab3292 13a2101 - cemex system fast genta 70g. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2018. The patient was revised on (B)(6) 2023 due to early wear. The poly was swapped to a 12mm ps insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.